Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 364mg/dl. The customer's levels had gone as high as 464mg/dl. The customer treated with manual injection. The customer was advised on two high blood glucose rules, and how the bolus wizard would calculate the amount of insulin needed. The customer was advised to monitor the device and call back if issues persist.